Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date in 2011. Subsequently patient was revised on (B)(6) 2012 due to unknown reasons. Patient was revised again on (B)(6) 2015 due to fluid build up. The liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. "